Event description:
It was reported that this pacemaker was found in safety mode. The patient was admitted to the hospital, and the following day the device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating that this explanted device is located at the facility. If the product is returned, analysis will be performed and this report would be updated at that time. This device was returned, and product analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found in safety mode. The patient was admitted to the hospital, and the following day the device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.